Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 47-year-old patient was implanted on (B)(6) 2016 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2024 patient presented accusing severe pain within the right breast since the date of implant and despite her voicing the complaints to multiple physicians she was told that eventually it will dissolve. Also, the patient stated she felt the device migrating and she needs further evaluation. On (B)(6) 2024 the patient underwent a surgical procedure for biozorb removal. The specimen radiograph showed the portions of the biozorb marker and this was confirmed by radiology. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.